Event description:
Cath used by radiologist to instill thrombolytic med into thrombus occluding rt. Fem/pop graft. When the cath was withdrawn, one of the length markers was missing and could be seen within the vessel via fluoroscopy. A larger sheath and "stone basket" instrument was used ot retrieve the marker with prolonged effort and manipulation. The patient was taken to the or for general anesthesia and surgical repair of the large hole inm the vessel and removal of the thrombus. She was discharged to home onm 2/5/94.